Event description:
The customer reported that the device would hang/lock up during the user initiated operation check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would hang/lock up during the user initiated operation check. There was no pt involvement. The local philip service rep confirmed the user initiated operational check malfunction and noted that removal of all power sources restored the device to operation. He found that the device was then fully functional for clinical operation. The local philips service rep reloaded the software (rev f.01.03) to resolve the user initiated operational check malfunction. We cannot determine how the software became corrupted.